Event description:
According to the rptr: the instrument was fired and transected the tissue, but there were no staples applied to the tissue. The bowel was clamped and bleeding was minimal, less than 250cc. Another cartridge was loaded into the stapler and the surgeon was able to apply staples to the tissue successfully. Some tissue was sacrificed. Approx 2 to 3 inches were resected. The surgery was extended by no more than 20 minutes. No additional medical intervention was required. The pt recovered.

Manufacturer narrative:
(B)(4).